Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was in paramedics for last 50 days because of low blood glucose on (B)(6) 2019. Customer was dispatched from the emergency and when the ambulance came the customer¿s blood glucose value was 0 mg/dl. Customer stated that his blood glucose meter was usually 18 points lower gave for him which was too low. Customer stated that the paramedic was in his house and the customer was treated with intravenous for low blood glucose. Customer was unconsciousness. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was unable to upload to carelink at this time. Customer was unable to complete carelink upload. The device will not return for the analysis.